Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor. Motor passed motor test. Insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 199 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.